Event description:
Allegedly, in the revision on (B)(6) 2022 dr. (B)(6) removed the femur, midsection, stem, poly, and hinge and replaced it with new parts because the patient was complaining of some pain.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.